Event description:
It was reported that the device overheated during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
According to the investigation details, the device's head had come off the attachment. There was corrosion built up inside the device.